Event description:
It was reported that pinholes were found in the device packaging. During unpacking of the intellatip mifi xp temperature ablation device, it was noted that there were pinholes in the package facing near the handle. The device was not used and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in its original sealed pouch. The pouch has a scratch at 90mm from the top and 100mm from the left of the pouch. In addition, the pouch has a hanging hole busted, denoting pull force. The device passed the leak test. No holes were found in the pouch and the sterile barrier was not opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that pinholes were found in the device packaging. During unpacking of the intellatip mifi xp temperature ablation device, it was noted that there were pinholes in the package facing near the handle. The device was not used and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).